Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Vyaire medical has received the suspect device for evaluation and currently investigating the device. A supplemental report will be submitted when the results of investigation become available.

Event description:
It was reported to vyaire that the enve ventilator was not delivering any tidal volume. At this time, it is unknown if there was any patient involvement associated with the reported issue.

Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.